Event description:
Unable to remove. Required cut down. Catheter in for 27 days. IV completed on 1/3/97. When attempting to do mid clavicular catheter unable to remove. Warm compresses applied. After 2 days 21 cm still in pt. Per attending surgeon a cut down was performed to remove. Surgeon states, "there is still a piece of the catheter in his arm".